Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 800 mg/dl. The customer experienced symptoms such as sickness, vomiting and diarrhea. The customer stated that they were in a coma for 4 days. The customer was off the pump less than 48 hours. The customer stated that the reservoir alarmed no delivery. The customer reported alarm did not occur during manual prime. The reservoir will not be returned for analysis.